Manufacturer narrative:
The log file demonstrates that the device forced a shutdown of automatic ventilation due to having detected a wrong motor position. The motor was replaced. The device passed all consecutive tests and is back in use. The motor speed is being monitored continuously; speed fluctuations caused e.g. By an abraded collector disc will result in a deviation between measured and expected piston position. To prevent from damages the system is designed to shut down automatic ventilation and to alert the user to this condition by means of a corresponding alarm. Manual ventilation and the monitoring functions remain available to the full extent. Dräger finally concludes that the device behaved as specified upon the malfunction of a single component; no patient consequences have been reported. The repair exchange of the motor unit has fully solved the device problem. Dräger finally concludes that the device behaved as specified upon the malfunction of a single component; no patient consequences have been reported. The motor is designed for a lifetime of 10 years at standard use conditions. The respective unit was produced in 12/2008; it can be considered that it has lasted for the expected runtime. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
Please refer to initial MFR. Report #9611500-2020-00061.

Manufacturer narrative:
The investigation is still on-going. The results will be provided within a follow-up report.

Event description:
It was reported that while connected to a patient the machine displayed "ventilator failure." No injury reported.